Manufacturer narrative:
No device was returned for evaluation. Radiograph provided confirmed the alleged malfunction. The patient's post-operative physical activity is unknown. Bone fusion was observed. Due to lack of information the root cause cannot be determined and no additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...warnings, cautions and precautions: if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...patient education: the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
On (B)(6) 2018 a patient underwent a spinal procedure. On (B)(6) 2021 the patient reported hearing a sound when bending down. On (B)(6) 2021 an x-ray revealed a rod fracture at l4/5. On (B)(6) 2021 a revision surgery was performed and bone fusion was observed.